Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, the phaco handpiece became warm to the touch. The case was completed without harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was retuned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on february 13, 2015. Based on qa assessment, the product met specifications at the time of release. A visual test was performed to see any abnormalities with the returned handpiece. No significant visual issues were initially found on the returned handpiece. The data was analyzed and showed no signs of intermittent failures while at the site. A full functional test was then performed on the handpiece. The handpiece was first tested on a ground resistance tester in which it passed. The handpiece was then connected to a calibrated system for testing tuning. The handpiece found to exhibit extreme temperatures peaking at 138f on the system after running for 5 minutes on 100% torsional and 100% ultrasound power. This was above the specification limit of 48 celsius per handpiece product design specification. On the dynamic tuning fixture (dtf), stroke testing on both ultrasound and torsional movements were found to meet specifications. Upon opening up the handpiece, significant moisture ingress was found within the electrode chamber of the handpiece as well as throughout the horn. How the moisture got into the electrode chamber remains inconclusive. A pressure sensor was attached to the handpiece to test if there were any internal leak points with the aspiration line assembly however no leaks were found. It also remains inconclusive as to what caused the handpiece to overheat since stroke remains within specification. Moisture ingress shorting the high electrode to the ground has been experienced in handpieces to cause tuning system messages on the system preventing handpiece use however no conclusion has been determined for any relations with abnormalities in temperature with a handpiece experiencing moisture ingress. The root cause cannot be determined conclusively. (B)(4).